Manufacturer narrative:
An event of a device malposition, perivalvular leak, and aortic valve insufficiency/ regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and cine review, the cause for the reported perivalvular leak could be related to the implant depth and/or patient calcification, however, this could not be determined. The reported aortic valve insufficiency/ regurgitation is likely a cascading effect from the event. An unexpected medical intervention was a result of case specific circumstances, as a post bav was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 1.5mm on the non-coronary cusp (ncc) and 5.3mm on the left-coronary cusp (lcc). Post-implant, on angiography and echocardiogram, no paravalvular leak (pvl) was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, echocardiogram showed mild to moderate pvl. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon. The timing of the intervention was not specified at the time of reporting. The physician believes that the annular or left ventricular outflow tract (lvot) calcium deposit to be the reason for the leak and imaging used during the procedure did not accurately assess it. The patient will be followed up after 30 days and discharged. No additional information was provided.